Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reports having some vibrations and funny feelings recently.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, the reported blow to the patient's head might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Patient reported sensing some vibrations and funny feelings. The patient was involved in a physical altercation and hit her head in early (B)(6). Since that time her hearing perception with the device was not the same. There have been no changes in health. The patient was re-mapped again on (B)(6) 2016 but the sound quality was still unsatisfactory. The patient was re-implanted.